Event description:
It was reported there was an inaccuracy during a thoracic procedure where a ziehm 3d c-arm and navigation 3i platform system were used for visual imaging. The surgeon determined the instrumentation used for the procedure had been placed in an intervertebral foramen instead of the pedicle. It was further reported that minimally invasive surgery had to be aborted and the procedure had to be completed as an open surgery. The same navigation unit was used to complete the procedure using anatomical point to point registration.  The procedure was completed successfully with the same device, no further consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported there was an inaccuracy during a thoracic procedure where a ziehm 3d c-arm and navigation 3i platform system were used for visual imaging. The surgeon determined the instrumentation used for the procedure had been placed in an intervertebral foramen instead of the pedicle. It was further reported that minimally invasive surgery had to be aborted and the procedure had to be completed as an open surgery. The same navigation unit was used to complete the procedure using anatomical point to point registration.  The procedure was completed successfully with the same device, no further consequences were reported.